Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a hospitalization due to heat stroke and diabetes ketoacidosis. The insulin pump was washed inside her pants; now the device doesn't work. The current blood glucose reading is 127 mg/dl. Customer stated that she is unable to push buttons or rewind the insulin pump. The blood glucose reading at the time of the event was 613 mg/dl. Customer was nauseated and thirsty. Diagnosed diabetes ketoacidosis. Hospital treated with insulin. Nothing further reported.